Manufacturer narrative:
The reported events of hypopyon and blebitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient developed filaments and epithelial infiltrates which progressed into microbial keratitis (not related to the device), hypopyon, cystic near bleb and blebitis in the left eye. 5 fu injection and massage were performed. Treatment was noted as ciprofloxacin. The events has been resolved.